Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years post implant of this 14mm pulmonary valved conduit in this pediatric patient, it was explanted and replaced with a 22mm pulmonary bioprosthetic valve for unknown reasons. There were no additional adverse patient effects reported.